Event description:
It was reported that stent dislodgement and shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke due to resistance and the stent came off the stent shaft and was floating in the guide catheter. The whole system was removed to retrieve the stent. A new stent was open to complete the procedure and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 38mm stent delivery system was returned for analysis. The distal shaft was not returned. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the midshaft section measured at 132 cm distal to the distal end of the strain relief as well as stretching immediately proximal to the break. There was also a blood like substance visible on the inflation lumen. No other issues were identified during analysis.